Event description:
It was reported that an external fluid leak was observed from the header of a revaclear 400 during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed the dialyzer connected for priming, and fluid was leaking from the header of the device. The specific defect that allowed the leakage is not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the filter damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.